Event description:
Patient dislocating.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Device was not returned for evaluation. Medical records were not received for review. Device history review indicated that device was manufactured and accepted into stock with no discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined as further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
Patient dislocating.